Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer in united states on (B)(4) 2014 who had essure (fallopian tube occlusion insert) inserted 2011 for permanent contraception. The consumer stated that in 2011, she started experiencing heavy cramping and bleeding. Her blood was red thin and came out fast. She also had pain during menstrual cycle. Pregnancy was denied. In (B)(6) 2014 essure was removed due to the events laparoscopically (salpingostomy) and tubes were repaired. She received mild pain medication and rest more while on period. After essure removal, cramping was less and bleeding diminished. She was with more energy and her body felt better. The outcome of the events was recovering / resolving. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference numbers for the ptc report are: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a 37 year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding after essure inserted/her blood was thin and came out fast. This event, interpreted as genital bleeding, is serious due to medical importance and listed for essure in the reference safety information. Genital bleeding may occur during and following the micro-insert placement procedure. In this particular case, consumer experienced this event after essure insertion. Given a compatible temporal relationship, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident since the consumer had essure removed laparoscopically (salpingostomy) due to the events. The tubes were repaired. Additionally, non-serious events were reported: she experienced heavy cramping after essure inserted, pain during menstrual cycle. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit of the product. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Case considered closed on 16-apr-2015. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding after essure inserted/her blood was thin and came out fast. This event, interpreted as genital bleeding, is serious due to medical importance and listed for essure in the reference safety information. Genital bleeding may occur during and following the micro-insert placement procedure. In this particular case, consumer experienced this event after essure insertion. Given a compatible temporal relationship, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident since the consumer had essure removed laparoscopically (salpingostomy) due to the events. The tubes were repaired. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit of the product. No further information is expected.